Event description:
Caller reported experiencing cgm error 42. However, there was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, which provided instructions for a complete pump reset. Following the reset, the cgm error code did not reappear.